Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported having left side ¿asymmetry of the breasts, cellulitis, tenderness,¿ and "pain and discomfort." Patient also reported they have been "fatigue" and have "night sweats;" these events are not considered device related. Patient reported ¿has since undergone radiation therapy and mastectomy due to breast cancer;¿ this event is not considered device related. Device was explanted.

Event description:
Healthcare professional reported left side "asymmetry of the breasts, cellulitis, tenderness, pain, discomfort, and "baker 4 capsule contracture l side".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is cellulitis. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "asymmetry of the breasts, cellulitis, tenderness, pain, discomfort. Patient additionally reported "fatigue and night sweats." Device remains implanted.